Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) was going to be sent back from the funeral home.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had lung and 3 blood infections and was unable to have surgery. It was noted that, as a last resort, it was thought to remove the ins system to see if it was causing the blood infections but the patient could never have the surgery because their lungs began to fail and they died unexpectedly. If additional information is received a follow up report will be submitted.

Event description:
Additional information received from the consumer reported the patient's intended for use was radiculopathy.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator (ins) battery had reduced capacity due to overdischarge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient developed a bad infection in (B)(6) of 2015. The doctors kept telling the patient to have the implantable neurostimulator (ins) removed but the patient was too sick to have the surgery. The patient had many tests performed regarding the infection but the patient¿s wife didn¿t have any further information regarding the tests. The patient¿s wife was wondering if the patient¿s blood infection was caused by the ins. The doctor¿s couldn¿t find any other cause and suggested the ins could have caused it. The patient died on (B)(6) 2015. At the time of the report the funeral home had possession of the ins.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 377745, lot# j0555601v, implanted: (B)(6) 2005, product type: lead. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID 377745, lot# n0049295, implanted: (B)(6) 2005, product type: lead. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3887-33, lot# j0421472v, implanted: (B)(6) 2004, product type: lead. Product ID 3887-33, lot# j0349338v, implanted: (B)(6) 2004, product type: lead. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. (B)(4).